Event description:
On (B)(6) 2024, the valve and abdominal catheter of a patient who had been implanted with polaris in 2006 were switched from spv to spv-sx. After the switchover, the flow was poor and contrast medium showed that there was no progress from the valve. After the replacement from spv-sx to spv on (B)(6) 2024, the recovery of csf flow was confirmed.